Manufacturer narrative:
(B)(4). The investigation of the reported issue has been finalized. The co2 absorber valve is held in place by a bayonet fitting in the patient cassette. The co2 absorber valves are removed by the user during cleaning and assembled on the patient cassette after the cleaning. The original absorber valves are missing and had to be replaced with two new ones by our company representative. The anesthesia workstation was successfully tested and put back into service. Our conclusion, which is based on prior investigations of complains with similar faults, is that the reported event may have been caused by the co2 absorber valves not being correctly assembled by the user after cleaning. Based on the above conclusion, the sealing between the co2 absorber valves and the patient cassette have been improved to assure that the valves are held in place when changing the co2 absorber. The improved co2 absorber bypass valves have been implemented in the production line, and as a spare part and in the 12 months maintenance kit. An update of the cleaning adapter kit in stock with information, and a tool for disassembly and assembly of the absorber bypass valves after cleaning, to assure that valves are correctly fitted to the patient cassette has been implemented. The reported co2 absorber bypass valves were manufactured prior to the redesign.

Event description:
(B)(4).

Manufacturer narrative:
(B)(4). More information surrounding the event has been sought. A supplemental medwatch report will be provided when the investigation is finished.

Event description:
It was reported that the one of the two co2 absorber bypass valves came loose when replacing the co2 absorber. This caused a leakage. According to received information, there was no patient connected to the anesthesia workstation at the time of the event. Manufacturers reference # : (B)(4).